Event description:
Our affiliate is reporting that a patient had a shoulder procedure in 2009 with the use of a versalok anchor for fixation. At some time subsequent to this procedure, the patient presented with unknown symptoms. It was somehow determined that the anchor had pulled out of the bone hole. At about one week later, a re-surgery was performed, the versalok device was removed and in its place a competitor's device was used to re-fixate the rotator cuff. This procedure was concluded successfully without further issue or harm to the patient. The patient is being described as a burly/beefy forester, and the surgeon feels that the patient may have not been compliant, may have gone outside of the re-hab protocol in using the subject limb and possibly causing the event.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.